Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter was provided for investigation where it was tested using a different lot number (lot 385606-11) of retention test strips and retention controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.4 inr, qc 2: 5.3 inr, qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 2%. Upon review of the meter's result memory, the value of 1.4 inr alleged by the customer was not observed. The patient has apa. Per product labeling, this may cause false-high inr values and false-low quick values. Where apa is known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated she received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 5:46 a.m., a sample from the patient was tested using the meter, resulting with a value of 2.0 inr. At 5:50 a.m., a sample from the patient was tested using the meter, resulting with a value of 1.6 inr. At 5:53 a.m., a sample from the patient was tested using the meter, resulting with a value of 1.4 inr. At 7:40 a.m., a sample from the patient was tested using the doctor's coaguchek xs meter, resulting with a value of 2.0 inr. This meter value was believed to be correct. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly.